Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardiac defibrillator (ICD) exhibited post-sensed t-wave oversensing. Programming interventions were made. The patient was stable.